Manufacturer narrative:
(B)(4). Upon completion of the investigation a follow up report will be filed.

Event description:
Email I received from one surgeon to another surgeon: I wanted to ask you about the codman hakim precision valve. I revised the shunt on one of your kidos this week. The valve was scarred in a few centimeters away from the burr hole site, so tried to pull it up into the incision to connect it with the new ventricular catheter. The tip of the valve popped off with less force than I expected and in a weird way - it looked like it could be popped back into the valve body. Is that something that the new valve does? I had not seen this valve before, so I extended the incision and replaced the valve but was wondering if that was necessary?

Manufacturer narrative:
Additional info: complaint sample was not returned to codman and no lot number was provided; therefore, an evaluation of the device could not be performed and manufacturing records could not be performed. The cause(s) of the difficulty reported by the customer could not be determined. Complaint will be closed at this time as 'no complaint sample returned to codman for evaluation'. If the complaint sample becomes available, this complaint will be reopened, and the respective evaluation performed.